Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/lobectomy, the surgeon was resecting the leftover tissue, however the staples of the distal end were malformed and they were stuck on the connective tissue or fell around that tissue. The surgeon removed the malformed staples by tweezers. The leakage was noted on the tissue in question by the leak test. Then the surgeon additionally sutured the tissue and used fibrin glue. The surgeon thought the leakage was caused by lung frailty. He also said pulmonary parenchyma was normally stapled. The device was fired in the slow speed. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient: no problem.